Event description:
Reporter indicated that the programming wand was not functioning properly and that communication could not be established when using the wand. A new wand has been provided to the site and the wand in question has been evaluated by the MFR. The alleged event was verified as the wand would not communicate. The serial data cable, which produced communication errors, had an intermittent conductor. After substitution with a known good bench serial data cable, the communication errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.